Event description:
It was reported, the patient experienced withdrawal, pain, under dose symptoms and overdose/bolus symptoms. The patient had flu like symptoms noted as nausea, light-headed, shaky, sweaty and agitated. The pump was interrogated and reprogrammed. The patient was reprogrammed multiple times in the physician¿s office on (B)(6) 2013 and again on (B)(6) 2013 with multiple boluses "with some relief". The catheter was aspirated without difficulty and re-primed. A replacement was planned for the near future. The patient status was alive - no injury. The pump was delivering infumorph. It was later reported the patient experienced some increased pain and withdrawal symptoms. The patient was given a 2.001 mg bolus over five minutes and another 1.5mg bolus over four minutes. The patient did get ¿some relief.¿ the patient is scheduled to have his pump replaced 2013 (B)(6).

Event description:
Product returned. Document contained no new information. Additional information received reported that the device system was used to infuse morphine. The patient was also taking vicoden at the time of the event. The specific dose and frequency were not reported. The patient was allergic to adderall. It was noted that the patient felt like he was getting too much medication at times and not enough at others, he underwent surgery and the catheter was kinked and it was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the pump was explanted. The manufacturer's device registration database indicated that the pump and catheter serial #(B)(4) were removed on (B)(6) 2013.

Manufacturer narrative:
Product ID 8590-1 lot# n287373, implanted: 2012 (B)(6); product type accessory product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter .(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The complete catheter was returned in two segments. Analysis of the catheter body revealed a user related hole. Analysis found a hole that penetrated through to the opposite side of the catheter body near the 65 cm marker of segment two.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.